Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the device met 80% of its expected longevity. 6949 implantable tachy lead 2007 (B)(6). (B)(4).

Event description:
It was reported that the patient presented with (B)(6) bacteremia and osteomyelitis of foot. It was noted that the pocket was not grossly infected. The implantable cardioverter defibrillator (ICD) was removed. The pocket was irrigated with antibiotic solution and closed. No further patient complications have been reported as a result of this event.